Manufacturer narrative:
According to the incident description, an ic-head cocrmo taper 12/14 mm ø 36 mm / sz. S could not be mounted onto a mutars® prox. Femur because the ic-heads taper seemed too large. Instead, a different ic-head of a different size was used. The product in question was not subjected available for to an optical examination as it was not returned. Additionally, no pictures of the product were available. The manufacturing documents and the material certificates as well as the surgical techniques and instructions for use were checked showed no deviations. Based on the available information, no conclusion can be found as to why the ic-head could not be fitted onto the male taper of the mutars® prox. Femur. This event was assigned to the error pattern " incompatibility" in the associated risk management.

Event description:
The following event was reported to implantcast gmbh: "in the surgery, they had to open the 36m head because the 36s didn't seem to fit properly, it looked bigger than a 12-14. In the end, the 36s head could not be used."

Manufacturer narrative:
According to the incident description, an ic-head cocrmo taper 12/14 mm ø 36 mm / sz. S could not be mounted onto a mutars® prox. Femur because the ic-heads taper seemed too large. Instead, a different ic-head of a different size was used. The product in question was available for an optical examination. The optical examination showed shallow, thin scratches on the spherical surface of the ic-head as well as additional scratches on the distal area. It is most likely that those scratches originated from the tried implantation. Additionally, the measurements of the returned ic-head were re-taken by the quality assurance department. All measurements were within the specified dimensions. The manufacturing documents and the material certificates as well as the surgical techniques and instructions for use were checked and showed no deviations. Based on the available information, no conclusion can be found as to why the ic-head could not be fitted onto the male taper of the mutars® prox. Femur. As it was confirmed that the dimensions of the ic-head were inside the specified tolerances, a product error can be excluded. As it is known that the surgery was completed using a different ic-head with the same mutars® prox. Femur, the stem can also be excluded as cause for the described incompatibility. This event was assigned to the error pattern " incompatibility" in the associated risk management.

Event description:
The following event was reported to implantcast gmbh: "in the surgery, they had to open the 36m head because the 36s didn't seem to fit properly, it looked bigger than a 12-14. In the end, the 36s head could not be used." Follow-up: implantcast gmbh was provided with the affected product on 03/21/2025.